Event description:
It was reported that a patient had a blockage in a very tortuous lesion located in the rca. The lesion was pre-dilated successfully and when the physician advanced a 3.5mm diameter x 12mm length resolute integrity rapid exchange (rx) drug eluting stent down the rca, the stent dislodged from the balloon and was left in the proximal portion of the rca instead the area where the lesion was located. It was reported that he patient was sent to the or. No other clinical sequelae were reported. This was reported from the facility under the uf importer (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgment). No results available since no evaluation performed (device not returned for evaluation). Conclusion: unable to confirm complaint (device not returned for evaluation). Known inherent risk of procedure (stent dislodgment). (B)(4).